Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported via mw5085627 that a female patient who underwent unspecified breast implant surgery procedure with mentor medical devices (unk_gel implants date of implant (B)(6) 2017 ) experienced autoimmune disorder (patient reported ¿chronic neck/ shoulder/ back pain, my skin is sensitive and develops rashes frequently, my skin has developed knots all over, my face has started to show a rash similar to butterfly rash, my hands have shown signs of reynauds, my joints in my hands have pain, and I am more and more fatigued¿). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for one of the two effected sides.